Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have engagement failure. The instrument inputs failed to engage with the sterile adapter on multiple attempts. A log review found one 22020 error for engagement failure. The instrument was also found with a broken pitch cable at the distal end. The broken cable segment that contained the crimp was missing from the clevis. Further evaluation found the instrument had excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps would not sync with system and no longer functioned. The procedure was completed as planned with no reported injury. The customer used another tenaculum forceps instrument.